Manufacturer narrative:
Correction information provided in h.8. On initial MDR the h8 ¿initial use¿ was submitted in error, it should have been ¿reuse of reusable device¿ in the original MDR additional information provided in e.1., h.3. H.6 and h.10. A sample was not received at the manufacturing site for evaluation for the report of plunger bent and scratched iol; therefore, the condition of the product could not be verified. A review of the device history record traceable to the reported lot number indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The root cause for the customer complaint issue cannot be determined. The manufacturer internal reference number is:(B)(4).

Event description:
A non-healthcare professional reported that before intraocular lens (iol) implant procedure plunger found to be bent. There was no patient contact reported. Additional information provided and stated that this was a brand new injector and scratched the lens.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).